Event description:
It was reported that revision surgery was performed on (B)(6) 2022 to revise a 20-year-old bhr resurfacing due to pain. No blackening of tissues was noticed. It was cut the neck and removed the bhr 54mm resurfacing head. It is unknown the current health state of the patient.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
A revision surgery was performed to revise a 20-year-old bhr resurfacing due to pain. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the femoral head. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Other similar complaints were identified for the part number and the reported/related failure mode. This will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review, device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. As of the date of this medical investigation, the requested clinical documentation has not been provided. Therefore, there were no clinical factors found which would have contributed to the event. With the limited information provided the patient impact beyond the reported events cannot be determined. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.